Event description:
The user facility reported that the angio-seal device involved was used in a left leg angio with right femoral access. The procedure was done, and the physician wanted to close with the angio-seal. No evidence of calcifications or abnormalities was seen on the femoral image. Arteriotomy locator and sheath were placed with no problems. There was adequate blood flow. Arteriotomy locator and wire were removed, and the device was advanced into the sheath. The click was not heard when advanced into the sheath before operator attempted to pull back when the device came back further than expected. The sheath was still in place. Attempted to re-engage device into the sheath with no audible click and device again pulling back all the way. Operator asked for protamine to be administered. While waiting physician held pressure with the sheath in place. When the time came the sheath was pulled back suture was cut at skin surface. Pressure was held and pulse was good. No patient complications otherwise noted. The patient condition was good. The outcome of the procedure was good.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Additional information: height: 5''10". The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. # to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been mated and in the forward lock position. The tamper tube was found to have been deployed from the distal end of the device. The anchor and collagen were found to have been deployed and were not returned with the device. The latches of the carrier tube were inspected and were found to have been dimensionally out of specification. The complaint was able to be confirmed for a manufacturing-related issue. The cause of the issue was determined to have been a defective supplier part and human error during incoming inspection. A supplier corrective action report (scar) was generated with the supplier, and an awareness was provided to the relevant manufacturing associates in response to the issue.